Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by customer via medwatch, "patient has continuous blinatumomab infusing. On 2023 while the patient was accessed with a 20 g 3/4 inch needle, it was noted that the tubing cracked that is connected from the needle to the bifurcation that connects the blue connector. Today the same thing occurred with the same needle. And tubing. We re accessed with a 22-gauge 3/4 in needle and also added extra tape to the outer tubing to stabilize the line. Breakage has occurred at times with this patient." Additional information received: the tubing is breaking where the line connects to the luer lock. There was no reported patient impact. Patient has had multiple events; 3/10/2024: 20gx 0.75inch huber needle broke while infusing monoclonal antibody. The patient was still and on the couch . It was reported this occurred with three devices. This report addresses the second break that occurred "today" (B)(6) 2023.

Event description:
It was reported by customer via medwatch, "patient has continuous blinatumomab infusing. On 2023 while the patient was accessed with a 20 g 3/4 inch needle, it was noted that the tubing cracked that is connected from the needle to the bifurcation that connects the blue connector. Today the same thing occurred with the same needle. And tubing. We re accessed with a 22-gauge 3/4 in needle and also added extra tape to the outer tubing to stabilize the line. Breakage has occurred at times with this patient." Additional information received: the tubing is breaking where the line connects to the luer lock. There was no reported patient impact. Patient has had multiple events; 3/10/2024: 20gx 0.75inch huber needle broke while infusing monoclonal antibody. The patient was still and on the couch . It was reported this occurred with three devices. This report addresses the second break that occurred "today" (march 07, 2023).

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2024-01435 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2023-01240.